Manufacturer narrative:
(B)(4). Batch # p5500u. Additional information was requested and the following was obtained: did the device fire any staples or cut on the second firing? How was the device removed from the tissue on the second firing? If on the second firing the device cut and stapled? Was there any damaged seen on the device after the crunch was heard? I do not have the answers. I have forwarded to staff in the department and no one responded. The analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not fire on the first attempt. On the second firing attempt with the same staple and reload, the customer heard a loud crunch. It was unknown if the device was stuck on tissue or not. No buttressing material was used. It was unknown which reload was used. Procedure was completed with another device of the same product code. There were no patient consequences reported.